Event description:
The customer reported the ventilator would not charge the backup battery. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) verified the reported problem. The fse replaced the power supply and battery to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Received by MFR date: 09/16/2014. Conclusion / root cause: the customer returned power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).